Event description:
Additional information received from the consumer reported that the loss of stimulation was resolved by fully charging the implantable neurostimulator (ins) and turning on the stimulation.

Manufacturer narrative:
Product ID pnma01411a004, serial# unknown; product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37754, serial# (B)(4); product type recharger . (B)(4).

Event description:
The patient reported that their recharging belt broke in (B)(6) 2015. The patient hadn't charged for 2-3 weeks because of the broken belt. On (B)(6) 2015 the patient tried charging and was not able to get the implantable neurostimulator recharger (insr) to work. The insr showed an "I" in the circle in the left hand corner. The patient did not remember what the insr screen was and would need to call back when they had access to equipment so they could see which screen comes up on the insr. The patient did not try using his programmer. It was reviewed that the implantable neurostimulator (ins) could be in overdischarge since the patient didn't feel stimulation since (B)(6) and hadn't charged for 2-3 weeks. It was noted that when the ins worked it was wonderful. The patient called back and saw the recharge status screen with 8 black coupling boxes and the ins battery icon blinking between empty and 1/4. It was reviewed that patient should be able to turn stimulation back on when it got above 1/4. The indication-for-use was spinal pain.